Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to a malfunction of the ccd and/or the electrical circuit board inside the video connector, or a malfunction on the system side. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the error e218 which indicated the subject device was damaged was displayed. There was no report of patient injury associated with the event.